Event description:
It was reported that prior to dialysis catheter placement procedure, foreign material was allegedly found on the package. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2023). Device pending return.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 28cm pristine d/l catheter kit was returned for evaluation. Gross visual evaluation was performed. Manufacturing site evaluation of the sample found air-guard was contaminated with long black hair that was inside the package. The contaminant was trapped during the sealing process. The investigation is confirmed for the reported foreign material found on the package issue. The root cause is determined to manufacturing related. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to dialysis catheter placement procedure, foreign material allegedly found on the package. There was no patient contact.